Event description:
It was reported that the ilet pump would not fully rewind during cartridge change, with the piston stopping mid-retraction and leaving the cartridge partially ejected with a reported blood glucose of 400 mg/dl. The user was guided through rewinding steps without resolution and transitioned to subcutaneous insulin via pen, and a replacement ilet was shipped while the original is pending return. Investigation included arrangements for device return for further evaluation. Investigation of this case revealed an unclear cause of the pump¿s rewind malfunction associated with the piston mechanism, with no confirmed root cause at this time. No clinical symptoms associated with hyperglycemia reported. Outcomes included interruption of pump therapy without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.